Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was squirting insulin during priming. The customer stated the pump was getting no delivery alarms midway through boluses and was having battery longevity issues. No harm requiring medical intervention was reported. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No delivery alarm, no charge or battery lasts less than expected anomaly and no prime or fill anomaly during test noted. (B)(4).